Manufacturer narrative:
The reported events of premature release and friction resistance was felt when transitioning to the tether mode were confirmed. As received, a catheter was returned in one piece with no attached device and blood was noted at the distal cap region. X-ray examination of the catheter found both tether wires were fractured and buckled at the transition zone and the torque coil was offset distal to transition zone. The cause of the reported events was due to fractured and buckled tether wires at the transition zone.

Event description:
It was reported the patient presented for implant procedure. Prior to procedure, the delivery catheter exhibited resistance entering tether mode. During procedure, the leadless pacemaker (lp) exhibited high capture thresholds, low pacing impedance, and prematurely separated from the delivery catheter after fixation. The lp was successfully retrieved and implanted with a new delivery catheter. There were no patient consequences.